Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "pump would run intermittently stop with close door message." This error was caused by an intermittent upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump would run and then intermittently stop with a close door message. It was reported that there was no pt injury.